Event description:
It was reported during an implant procedure that the right ventricular (rv) lead exhibited pacing low lead impedance. The lead was moved to a different location and the accessories such as psa cables and psa port plug that were used were changed as well and it was noted that there was no change in impedance reading. The lead was explanted and a new lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies found.